Event description:
It was reported that technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, the egm showed this right ventricular (rv) lead exhibited myopotential oversensing, gradual increase in pacing impedance and threshold measurements. It was noted that at previous clinic visit, the rv lead had been reprogrammed to unipolar configurations. At this time, the rv lead pacing impedances appear to be within normal limits (wnl). Ts provided programming optimization recommendations. At this time, no adverse patient effects were reported. This rv lead remains in service.